Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Event description:
It was reported that the right ventricular (rv) lead has short v-v intervals and high pace/sense impedance. An x-ray indicated that the pace/sense lead pin was not fully inserted into the device header. The device pocket was opened up and the lead pin was removedand tested indicating solid electrical performance. However; when the lead was attached to the new device, the lead indicated widely fluctuating impedances and oversensing. Additionally, manipulation of the lead revealed a conductor fracture. The lead was capped and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the proximal portion of the lead was returned, analyzed, and no anomalies were found. Visual analysis of the lead indicated apparent explant damage. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was further reported that the lead was explanted.